Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Evaluation of the returned benchmark bmx 81 access system (bmx81) revealed an undamaged and functional device. Based on the reported event, the bmx81 was in a target anatomy that was too small for its intended use, resulting in the vessel dissection. There was no reported malfunction of the device. Further evaluation revealed bends along the length of the catheter shaft. This damage is likely incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a benchmark bmx 81 access system (bmx81) and a penumbra system red 62 reperfusion catheter (red62). During the procedure, the physician made the first pass in the target location using the red62. After the pass, the red62 was removed to be flushed, and the physician noticed the bmx81 distal end became occlusive to the vessel and dissected the petrous segment of the internal carotid artery (ica). The physician placed a stent in the carotid. The procedure was completed using a penumbra system red 43 reperfusion catheter (red43).